Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.MDR is being submitted as a result of a retrospective complaint review.

Event description:
The right brake on the power chair was not holding.